Manufacturer narrative:
The suspect clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation partt not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a suretrak was damaged. The screw for the suretrak was stripped. There was no patient present at the time of the issue.